Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "threads in pt eye" (foreign body, removal of). Product problem: "threads" (foreign material present in device). A nurse reports that a fiber was removed from a pt's eye. The nurse also stated that they have observed long threads / foreign material in pt's eyes in several occasions. Add'l follow-up info has been requested.